Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving appropriate hv therapy for tachycardia. Device interrogation revealed an alert for possible hv lead issue. It was noted that the first shock for tachycardia was aborted due low out of range hv lead impedance. Device charged again and delivered a successful shock. The rate was returned to below detect rate. Rv lead was tested and normal measurements were noted. Atrial lead was noted to exhibit low out of range pacing lead impedance. Lead was capped and replaced on (B)(6) 2018. Patient was discharged in stable condition.

Event description:
New information received notes that a chest x-ray was performed and it was noted that the ra and rv leads were adherent to each other causing insulation abrasion on both leads. This resulted in short circuit and thus failure to deliver hv shock.